Event description:
It was reported that a patient presented to the clinic for follow up. Upon interrogation the right ventricular lead exhibited high impedance. The lead was extracted and replaced successfully. The patient was stable.